Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury, previously. Device issue: stent dislodgement. It was reported that during insertion of the 2.25 x 18 mm rx xience v stent delivery system (sds) into the rotating hemostatic valve (rhv), the sds became stuck. The stent implant dislodged and remained inside the rhv. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the dislodgement stent implant was returned inside the rhv. There was blood on the stent implant and on the rhv. There was no contrast visible. There were mangled struts at the proximal end of the stent implant. There were bent struts on the third and fourth row at the proximal end of the stent implant. There was no other damage noted to the stent implant. The stent implant was located at the distal end of the rhv. The first two rows at the distal end of the stent were partially inside the sideport of the rhv. The clamp valve of the rhv was in the opened position. The outer diameters of the stent implant were measure. The outer diameter measurements at the distal end of the stent implant met mfg criteria; however, the outer diameter measurements at the middle of the stent were oversized and did not meet mfg criteria. The inner diameter of the rhv was measured and met mfg. A new sds was advanced through the returned rhv and there was no resistance noted. Product performance engineering reviewed the incident info and analysis of the returned product. Stent dislodgement can be influenced by may factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with accessory devices. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Damage to the proximal end of the stent is consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during retraction of the device. Factors that can contribute to difficulty to position the sds in a rhv include, but are not limited to, damage to the stent implant, product size selection, damage to the sds/rhv, or the rhv not being fully open at the time of insertion. To ensure the reported issue is not related to a mfg process, the profile dimensions on all sds are confirmed by visual and dimensional checks on the mfg line. The clamp valve of the rhv was in the open position. The distal stent outer diameters were measured and met mfg criteria; however, the middle measurements were outside of the accepted mfg specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The proximal measurements could not be measured due to the damage noted. The inner diameter of the rhv was measured and met mfg criteria. Functional testing with a new sds was unable to confirm the reported resistance as the sds was advanced through the rhv with no resistance noted. In this case, it is possible that the rhv was not fully opened and as a result, an interaction between the stent and rhv resulted in the stent dislodgement. A conclusive root cause could not be determined for the reported difficulty with the rhv and stent dislodgement. A review of the product mfg records did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. This MDR is considered closed by the product performance group.